Manufacturer narrative:
Follow-up (4/1/2013)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the meter has passed testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that her onetouch meter was reading inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported obtaining inaccurate erratic blood glucose readings of "178 and 140 mg/dl" or "143, 64 and 84 mg/dl" with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of less than or equal to 20% and/or 20 mg/dl. At the time of the call, the cca noted that the patient also reported that the reading of "178 mg/dl" was inaccurately high. The patient is on insulin pump therapy. In response to the "178 mg/dl" reading, the patient claimed she took a correction bolus of 1.3 units. The patient stated 30 minutes later she felt shaky and sweaty. In response to the symptoms, the patient claimed she treated self with candy. Replacement products were sent to the patient. Please refer to manufacture report # 3008382007-2013-03634 for reporting of adverse event after obtaining an alleged inaccurate high reading with the subject meter. This complaint is being reported as a malfunction because, the subject meter did not meet lfs' precision criteria.